Event description:
Fludarabine infusion started to infuse over 30min after chemo flush to initiate completed. Within 2 minutes, pump reading upstream occlusion alarm. Followed prompts to clear. Cleared 4 more times until the end of infusion. Noted that infusion completed longer than stated infusion time. No other alarms noted. As this was the second new pump for chemo, in prep for next dose of busulfan all new tubing obtained. Pump was evaluated by biomed dept. No reason for alarm could be found. Device involved was [redacted number]. Manufacturer response for smart infusion pump, iq infusion system (per site reporter) the manufacturer has been on-site to evaluate system. They continue to work with the hospital.